Event description:
It was reported that during a coronary stent procedure, the balloon ruptured at 16 atm (rbp=12 atm) and a dissection occurred. The dissection was repaired with another stent. Pt status is listed as "okay".